Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician coaxially advanced a penumbra system ace 60 reperfusion catheter (ace60) and the 3maxc. The physician felt resistance while advancing the 3maxc within the ace60 and, therefore, attempted to remove the 3maxc. The physician then felt resistance but was able to remove the 3maxc. Upon removal, the physician noticed the 3maxc was stretched. The physician, therefore, did not reuse the 3maxc, and the procedure was completed using the ace60 and a stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the hospital is unable to locate the device and it''s no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.